Manufacturer narrative:
Additional information was received that no device malfunction was suspected with the explanted ipg. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having charging issues wherein the ipg was taking longer to charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having charging issues wherein the ipg was taking longer to charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.